Event description:
Physician was injecting the patient's hip joint with steroids. When withdrawing the needle, the needle broke off at the hub and remained in the patient. Since there was part of the needle still exposed, the physician was able to remove the needle without causing harm to the patient.